Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Visual inspection did not reveal any damage. The instrument was installed and operated on an in-house system, where it successfully passed recognition and engagement testing. The instrument demonstrated intuitive movement with a full range of motion in all directions, the clips opened and closed properly, and the clip test passed on all attempts. The instrument was confirmed to be fully functional, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. The incident with the clip applier occurred while loading on a clip applier prior to being inserted in the patient, while attempting to clamp the tissue bundle. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The issue was not related to the unexpected motion of clip applier while attempting to clip. There was unsuccessful clip application. The clips were medium-large. The issue was resolved by using a back-up instrument. The issue is available to be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the 8mm large hem-o-lok clip applier instrument had a clip application failure since it was impossible to clip. The procedure was completed with no reported injury. There were no delays.